Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and delivery anomaly on the insulin pump. Customer¿s blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose level via insulin pump. Customer believed there was a delivery anomaly since the insulin had gone from the reservoir and resulted in high blood glucose levels. Customer line was disconnected and troubleshooting was left incomplete.